Event description:
A customer reported the equipment stopped in the moment the silicone oil was to be injected. Sys messages were displayed. The sys was rebooted, but the messages were not cleared. The procedure was completed with a manual technique. There was no pt injury reported.

Manufacturer narrative:
A company svc rep examined the sys. The fluidics control pcb and vacuum module were replaced. The sys was then tested and met all product specifications. (B)(4).